Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient only had coverage on the left side. The patient underwent a revision procedure, wherein an additional lead was implanted and connected to the existing ipg, to cover the pain on the right side. Nothing was explanted.